Event description:
During the procedure for a rotator cuff repair the expressew tip broke off. No injury to the pt was reported. Via phone conversation, the risk mgr of paoli stated that the broken fragment was not retrieved from the pt and remains tehre. Afrigault 2/06 11:04:24 see also FDA mw reference 1037271 afrigault 2/06 11:28:17.